Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. Evaluation on retain sample found product was meeting manufacturing specifications. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was initially reported on (B)(6) 2019 that a consumer used alcon contact lenses and developed a corneal ulcer in the left eye (os). It was further stated that she also experienced dryness, irritation, and red sclera in os. Three weeks after, the consumer experienced irritation in os upon use of the contact lens. The contact lens was immediately removed but eye remains irritated and blurred. It was noted that the ulcer was healed but it was unknown if other symptoms had also resolved. Additional information has been requested but not yet received.